Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a loose connection was reported, which is known to cause this alarm. The cause of the lose connection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an amia cycler experienced a low priority 30176 alarm (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown drain of peritoneal dialysis therapy. During troubleshooting, the patient reported a loose connection between a supply bag and its corresponding supply line. A technical service representative assisted the patient with ending therapy and reviewed proper procedures with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.